Event description:
Information was received from a patient (pt) regarding an external device. The reason for call was the pt never had any success with their implantable neurostimulator (ins) for it never helped them at all. The pt had met with their rep for ins reprogramming several times but that did not resolve the issue. Now they were wanting to try one final time to see if they could get the ins to help. The pt stopped using the ins and last charged their ins 3 months ago and now they were trying to charge the ins back up again but had trouble for they could not find the right spot to charge. Pt said their controller was charged but they did not know if their ins had died completely. During call pt verified no damage to the controller charging port or to the rtm. Pt reset the controller and when they attempted to recharge the ins they got no device found, pt went through passive recharge modeand got recharging excellent. The controller was at 80% and the ins was in the red. The troubleshooting steps that were taken on the call resolved the issue. Additional information was received, it was reported the cause of the event was unknown. The patient's representative attempted to adjust settings 6 times. The patient was going to have their device removed.

Manufacturer narrative:
Continuation of d10: product ID: 97745nt, serial# (B)(6), product type programmer, patient medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.